Event description:
The infusion pump was received at the service facility with a vague report that the device may be over delivering. A note with the pump stated "please check the pump. It may be delivering more than it should." No pt injury was reported.